Event description:
The pt stated that "her pump got stuck in the bolus mode" which then resulted in the pt being overdosed last summer. The pt stated that she was in a coma for two days and that her physician had left her pump implanted and filled it with normal saline. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).